Manufacturer narrative:
Additional information has been requested from the reporter. A mailing container and prepaid label have been sent for return of the sample. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)

Event description:
A catheter was found detached from the securement platform and in the patient's hair.